Event description:
It was reported that during an unknown procedure, the tissue was not cut and the staples came out but were unformed after the first firing with white reload. Changed another white reload, but still had the same issue. The surgeon used vascular clamp to complete the procedure. According to the surgeon¿s feedback, the sound was not clear when closed the closure trigger. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with the returned reload (f, g) by resetting and loading them into the device and achieved its complete firing sequence without any difficulties. The remaining staple lines and cut lines were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The event could not be confirmed as no malformed staples were noted during functional testing. No short cut or absent cut were noted during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.